Event description:
Report received of a tubing separation. The customer reported that the set was found in the two pieces upon removal from the packaging. The separation was reportedly immediately distal to the proximal injection port. The customer reported there was no patient involvement.